Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that her programmer was displaying a false charge indication for the ipg. In an effort to resolve this matter, a replacement ipg was shipped to the pt. Results of this intervention method are pending as the pt has yet to use the replacement programmer. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.